Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display and does not turn on. Customer also reported that the display screen has scratches on it but is able to see through the scratches. Customer does not recall any significant events leading to the error. Customer's blood glucose was 181 mg/dl at the time of incident. Troubleshooting was done for blank display and customer was not using the recommended battery and was found that the battery contacts on the battery cap are missing. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.